Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The certificate of conformance was reviewed. The vendors conform that the device lot conforms to all applicable product specifications. There were no non-conformities observed. The device was returned to the factory in a sealed package. A visual inspection was conducted. No signs of clinical use and no evidence of blood were observed. The package was returned intact, no visible defects were observed. While the device was not opened and inspected, the investigation from the supplier indicates that the reported failure mode ¿no flow¿ is an inherent issue due to supplier deficiency. An ncmr, scar, and hhe have been issued for reported lot number and a shipping hold has been issued. Specific actions for the reported confirmed failure mode are being maintained and documented under maquet's health hazard evaluation (hhe) system.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, blower mister with IV sets had no co2 flow. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was an ncmr for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, blower mister with IV sets had no co2 flow. A replacement device was used to complete the procedure. The hospital did not report any patient effects.